Event description:
A facility representative reported that during the intraocular lens (iol) implant procedure the haptic didn't come through cartridge correctly and had to enlarge incision lens was inserted. The procedure completed. Additional information has been requested.

Manufacturer narrative:
The used company cartridge was returned. Inadequate viscoelastic was observed in the cartridge. The lens was partially advanced outside of the tip. The trailing haptic was bent. The optic was split in the haptic insertion area of the leading haptic. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. A qualified cartridge was used. It is unknown if a qualified handpiece and viscoelastic were used. No problem was found with the returned company cartridge. The trailing haptic of the returned lens was bent. The root cause for the bent haptic may be related to a failure to follow the instructions (IFU). There did not appear to be adequate viscoelastic in the cartridge. It is unknown if a qualified handpiece and viscoelastic were used. The (instructions for use) IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd ( ophthalmic viscoelastic device) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. The manufacturer internal reference number is: (B)(4).